Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 03.501.080, lot l254389: manufacturing site: haegendorf. Release to warehouse date: january 26, 2017. The device history record shows this lot of pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. H3, h6: a service & repair evaluation was completed: the repair technician reported prongs were bent and the device failed to operate smooth and the functional test failed. Bent is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. H3, h6: a product investigation was completed: upon visual inspection, there were scratches on the device but have no impact on the device functionality. No other issues were observed with the returned device. A functional test was performed on the returned device during service and repair evaluation. The device failed functional test and also failed to operate smooth and non-binding. The overall functional test was not performed as the device was returned by itself but bent prongs could have potentially caused the complaint condition. A dimensional inspection was not performed as the internal components were inaccessible without destruction of the device. Based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The complaint condition was confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition. The potential cause could be due to bent probes caused by the unintended forces applied. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the application instrument for sternal zipfix was not holding the unknown zipfix implant when attempting to tension the implant. The surgeon was able to complete the procedure with no surgical delay or consequences to the patient. Concomitant device: unknown zipfix implant (part# unknown, lot# unknown, quantity 1). This report is for 1 application instrument for sternal zipfix. This is report 1 of 1 for (B)(4).